Manufacturer narrative:
The returned device was evaluated and no signs of leakage observed the fluid path. The exposed portion of the soft cannula was observed to be stretched out. The damage did not prevent fluid from successfully exiting the distal tip of the soft cannula. No other damages or defects were observed. The exact cause of the damage to the soft cannula could not be determined.

Event description:
It was reported the patient¿s blood glucose reached greater than 13.9 mmol/l (250 mg/dl) and that there was insulin leaking at the site. The pod was worn between 4 and 24 hours.